Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) saw air in the patient line during the initial drain. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.